Manufacturer narrative:
Imdrf device code a090402 captures the reportable event of device could not deliver energy

Event description:
It was reported to boston scientific corporation that a captivator large oval med stiff snare was used during a procedure performed on (B)(6) 2023. During the procedure, in an attempt to use esu with the snare, the esu did not work. They used a hot biopsy forceps and it worked. It was not reported what device was used to complete the procedure. It was not reported if there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device could not deliver energy block h10: (product investigation): one captivator snare was received for analysis. There were no issues noted during visual analysis. The 2 in 1 connector was dimensionally inspected and was found to be within specification. Electrical testing was performed, and the device's electrical resistance was within specification. No other device problems were noted. The reported event of "device failed to deliver energy" could not be confirmed. Electrical testing was performed during product analysis and the device's electrical resistance was found to be within specification. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is no problem detected since the reported event could not be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a captivator large oval med stiff snare was used during a procedure performed on (B)(6) 2023. During the procedure, in an attempt to use esu with the snare, the esu did not work. They used a hot biopsy forceps and it worked. It was not reported what device was used to complete the procedure. It was not reported if there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device could not deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator large oval med stiff snare was used during a procedure performed on (B)(6) 2023. During the procedure, in an attempt to use esu with the snare, the esu did not work. They used a hot biopsy forceps and it worked. It was not reported what device was used to complete the procedure. It was not reported if there were no patient complications reported as a result of this event.